Event description:
The manufacturer received information alleging a ventilator was failing service testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.